Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a gynecological procedure due to pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent concurrent procedures of vaginal hysterectomy with anterior repair and an apogee procedure during mesh implantation. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 and (B)(6) 2010, due to erosion, recurrence of prolapse and recurring infection and bleeding. The label for the apogee system with intepro was noted in the medical records. It was reported also that on (B)(6) 2011, the patient had a mesh implant. It was reported that in 2011, the patient had a cystoscopy and colpectomy, colpocleisis, and anterior levator repairs for vaginal prolapse. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh and apogee mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.